Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to verify the reported issue of the unit making a clicking noise. Powered the ventilator on and the unit powered on and boot up, however, the unit did not ventilate and no clicking sound was presented. The unit was opened up for visual inspection and found that the blower module had seized. The service technician was able to break the seizer of the blower module with a soldering tool. Additional inspection found that the blower inlet filter and flow sensor filter were dirty. The service technician installed a known blower module, a known good blower inlet filter, and a known good flow sensor filter onto the unit and the unit passed 72 hours of extended bench testing with no abnormalities. The unit passed the initial alarm volume test but failed the initial final test with non-conformance at measured peep due to a non-conforming exhalation module. Carefusion replaced the blower module, the blower inlet filter, the flow sensor filter, and the exhalation module to correct the issues.

Event description:
It was reported by the customer that the ventilator was making a clicking noise. While in service, it was discovered that the ventilator powered on and would not ventilate. This reported issue was discovered while in service, so there was no patient involvement associated with this complaint.